Event description:
Related manufacturing reference number: 2017865-2023-04305. It was reported that the right ventricular and right atrial leads exhibited low impedance. No intervention was performed. The patient condition was unknown.